Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified; red particles in shell, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test was performed which did not identify openings or delamination and microscopic analysis was performed which identified; the device is intact and functional. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or delamination found.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.